Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used (it is unknown if the device was used during a procedure). According to the complainant, the user could not achieve monopolar output in the "control cut" mode when using a sphincterotome. The other monopolar settings were reported to function properly and the issue was repeatable. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a polypectomy procedure. According to the complainant, the unit ceased delivering energy first in the "blend" mode inside the patient's colon. The staff switched the unit to the "cut" mode and still achieved no cautery. Subsequent attempts to use the "coag" and "control cut" modes were also unsuccessful; therefore, the polypectomy snare in use was replaced. When this did not resolve the issue, a new procedure set (consisting of the new snare, a different active cord, and a competitor's generator and foot switch) was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. The following blocks have also been updated with additional information: visual evaluation of the returned device found numbering scratched into the sheet metal cover as well as some decals. All knobs and switches functioned properly. During electrical evaluation, all internal connections were checked and wires were manipulated during energy delivery, but no issues could be found with the unit. The unit passed the endostat ii return evaluation and met all specifications. The condition of the returned device was not consistent with the complaint that the unit failed to deliver energy in monopolar modes; the complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.